Event description:
It was reported that after a laparoscopic colon procedure, the patient had to be brought back to the operating room for illness potentially related to surgery. A dehisced circular staple line and an infection were found. The colon was diverted through a temporary colostomy and a drain was inserted to drain out the infection. A formation of a fistula was also detected.